Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mild tortuous and mild calcified forearm vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.